Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's product support provided the customer with a quotation for the necessary parts to make the repairs to address the reported problem. The customer confirmed that the customer successfully replaced the patient circuit support arm and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported the ventilator unit's patient circuit support arm handle was broken. There was no patient involvement.